Event description:
Healthcare professional reported patient had a xen 45 gel stent implanted into the right eye with mmc, miostat, vigamox, and atropine 1%. Patient had "a hyphaema which cleared up within a few weeks. [Patient] had good vision for a few weeks and then started to have low grade inflammation. There was a lot of pigment on the endothelium." The "[patient] has about 3+ in the right eye. This was not specifically noted prior to the surgery." This low grade inflammation never really resolved despite chronic steroid treatment. It was also noted the patient experiences "morning haziness that has been chronic since the surgery. It was initially thought to be related to elevated iop in the morning causing corneal haze." Patient underwent a needling procedure with mmc roughly three months after implant. The xen device ultimately failed and it was decided to implant an ahmed valve roughly six months after implant. The events of the corneal haze and low grade inflammation have not yet resolved. The device was explanted roughly a year after implant.

Event description:
Additional details were received noting that after device explant the patient "seems to be a lot better." Patient visits have decreased from every two weeks to every several weeks and the healthcare professional had not heard from them in several weeks regarding issues.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5.

Manufacturer narrative:
Although a definitive link between the reported adverse event and the reason for the recall allergan initiated on 30/oct/19 cannot be established, allergan has chosen to conservatively file this MDR as a link between the two also cannot be ruled out. (B)(4). Further information from the reporter regarding event status has been requested. No additional information is available at this time. The events of high intraocular pressure, iritis, fibrosis, hyphema, and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient had a xen 45 gel stent implanted into the right eye with mmc, miostat, vigamox, and atropine 1%. Patient had "a hyphaema which cleared up within a few weeks. [Patient] had good vision for a few weeks and then started to have low grade inflammation. There was a lot of pigment on the endothelium." The "[patient] has about 3+ in the right eye. This was not specifically noted prior to the surgery." This low grade inflammation never really resolved despite chronic steroid treatment. It was also noted the patient experiences "morning haziness that has been chronic since the surgery. It was initially thought to be related to elevated iop in the morning causing corneal haze." Patient underwent a needling procedure with mmc roughly three months after implant. The xen device ultimately failed and it was decided to implant an ahmed valve roughly six months after implant. The events of the corneal haze and low grade inflammation have not yet resolved. The device was explanted roughly a year after implant.